Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 1. The hp stated he disconnected prior to the alarm and then reconnected. The technical service representative (tsr) advised the hp that se 2240 indicates a large amount of air has entered the cassette. The tsr advised the hp that when disconnecting during a dwell, to ensure cap is on the patient line and to return to the hc prior to dwell cycle ending. The tsr also advised the hp to inform the peritoneal dialysis nurse of se 2240. The hp confirmed to start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated he disconnected prior to the alarm and then reconnected. The batch review was not performed because the lot number is unknown. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Rec'd information the ins did no function, no interrogation or recharging was possible. The pt did not use the ins for three months and during that time, fell six times. When she did try to turn it on in october, the ins did not work. The ins and the extension (it was damaged during surgery) were replaced on (B)(6) 2010. Post revision pt had normal ins function and stimulation.